Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted on (B)(6) 2019 that the patient's implantable cardioverter defibrillator showed the elective replacement indicator and end-of-service, after being implanted for less than five years. On (B)(6) 2019, there was an alert that the charge time limit was reached. Since the implant, the patient did not have any shocks or pacing. Device explant was discussed, but not performed. The patient was stable.

Event description:
New information received noted that the device was explanted and replaced on august 20, 2019. The patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.